Event description:
Multiple reported peripherally inserted central catheter (PICC) line failures where the was a tear in the lumen, which caused the catheter to leak. All of the PICC lines were from the same lot # and were placed by the hospital PICC team between over a four-month period. It was noted that patient's white lumen had a crack where the lumen connected to tubing that caused fluids to leak when flushed. Provider was notified, and line was removed. Manufacturer response for PICC line, arrow double lumen chg PICC catheter (per site reporter). Hospital using a different vendor for PICC lines all together until we get more information back from the manufacturer.